Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The probable cause could not be determined.